Event description:
It was reported that a patient, (B)(6), male, underwent an afib - paroxysmal procedure with a lasso nav variable eco catheter and suffered a medical device entrapment and papillary muscle rupture which required surgical intervention. The physician started by creating a left atrial geometry and doing a wide area circumferential ablation to isolate the left and right sided pulmonary veins. After both the left and right sided veins were successfully isolated, a roof line was also completed. In an attempt to prove roof line block, an activation time map was created using the lasso. At the end of a paroxysmal atrial fibrillation procedure, the physician accidently passed the lasso catheter through the mitral valve and got it stuck in some of the papillary muscles in the left ventricle. The physician attempted to torque the catheter clockwise and pull it back but was not able to remove the lasso from the left ventricle. He attempted to remove this catheter for approximately 1.5 hours before it was decided that it was necessary to get the surgical team involved to remove this catheter from the ventricle. The patient was sent into surgery to have the lasso surgically removed from his left ventricle. The patient had a successful af ablation and the procedure was able to treat his af. Although the patient left the ep lab in normal sinus rhythm, the patient had to have an unexpected surgery to remove the catheter from his heart. The physician¿s opinion regarding the causality of adverse event was unrelated to procedure or device. The physician did not blame the lasso or any biosense webster product for the adverse event, the physician stated that he was not use to using the lasso catheter as he usually used a penteray catheter.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. In the IFU is stated: to reduce the risk of entrapping cardiac structures in the mapping electrode portion of the catheter, place the lasso nav duo loop eco catheter by torquing (or rotating) the shaft in a clockwise motion only. To prevent entanglement of the catheter with the valves and to prevent slippage of the catheter into the ventricles, care should be taken when using the catheter in or around the atrial ¿ ventricle valve region. (B)(4).